Event description:
It was reported that the lead integrity alert triggered due to noise and oversensing. It was noted that the problem could possibly be related to a loose connection between the lead and the device header. The device and lead connection were revised. The lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.